Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the right plunger case and battery door were cracked. Review of the event history log showed an occurrence of a "check clutch/plunger lever" error. Functional testing involved occlusion testing and the reported issue was duplicated. The investigation determined that normal wear was the cause of the reported issue. The clutch halves were over ten (10) years old. The clutch halves were replaced. The leadscrew and spring were replaced as a preventive measure and the cracked battery door was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.

Event description:
Information was received indicating that the pump failed occlusion testing due to "check clutch/plunger" errors. It was also reported that the battery cover was cracked. No adverse patient effects were reported.